Manufacturer narrative:
The complaint was confirmed. There was a complete circumferential tear in the shrink tubing and the polyimide tubing near the distal tip of the core wire. The distal tip of the stylet, which contained the magnets, was not returned for evaluation. It is possible that the tear was initiated when the stylet was flexed or kinked at the junction between the core wire and magnet, which causes the distal tip of the core wire to puncture the tubing. No mfg defects were noted on the complaint sample.

Event description:
Nurse accessed brachial vein to shoulder and found difficulty advancing the catheter, pulled back, readjusted, it went better. Then got stuck again. She pulled all the way back pulling the catheter out of the pt to start over when she realized that the PICC had corkscrewed due to the bending of the stylet. She went to pull the stylet out to straighten it and the tip of the stylet did not move from the end of the catheter. She kept pulling the stylet out of the catheter, and the magnetic tip stayed at the end of the catheter and fell off. She then opened a new kit and placed on the other side. She kept the long part of the stylet, but the magnetic tip was lost during the tear down and opening of the new kit. Sent the pt to ir as a safety precaution to double check that there were no pieces of the stylet in the pt, which there were not.